Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. The customer declined follow up from tandem technical support to confirm that an alternate method of insulin therapy was obtained. Customer¿s blood glucose level was 98 mg/dl.